Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement test due to cracked and bleeding lcd glass. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was 7.2 mmol/l. The insulin pump will return for analysis.